Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call, the customer was experiencing high blood glucose and wanted to ensure the device could be tested. Customer's blood glucose 559 mg/dl, treated with bolus and manual injections. Troubleshooting was performed and customer's mother declined to check for leaks or air bubbles in the tubing. No anomalies were noted in the settings or programing of the device. Customer's mother didn't have a tubing clamp to perform high pressure test. Customer's mother was advised to call back to perform the test. The device is not returning for analysis.